Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. The complaint verified when tested, this was isolated to a loose piece of syringe part was stuck inside the drive rod, which resulted in functional testing error. No information of event in the event log. The device physical appearance was in overall good condition. Unknown what caused event and once the material was released the device passed all functional testing.

Event description:
Information received a smiths medical cadd ms3 gray slate pump per medwatch form pump alarming for blockage detected. No delivery and to check tubing. No patient adverse events reported. No further information.